Event description:
It was reported that the patient presented with a non-union at c6-7. The patient underwent fusion c6-7 with the placement of two cables about the spinous processes. Songer cables, rhbmp-2/acs, and allograft were used. There were no noted complications. The patient¿s post-operative period was marked by complications which included the need for additional surgery, medical treatment, pain, nerve damage, nerve impingement, and ectopic bone formation. The patient has also experienced physical and mental pain and emotional/mental damage,

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.